Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the air and water supply nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Event can be detected and prevented in accordance with the following instructions for use. Reprocessing manual 'chapter 5 reprocessing the endoscope (and related reprocessing accessories)'. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.